Manufacturer narrative:
Unique identifiers or patient medical records and additional information were not provided. Therefore, rti could not conduct an investigation.

Manufacturer narrative:
Unique identifiers were not provided. Therefore a comprehensive re-review of manufacturing and internal records could not be conducted. Additional information has been requested. Should unique identifiers and additional information are provided, a complete investigation/evaluation will be conducted and a follow up report submitted.

Event description:
On 5/16/2017, rti surgical inc (rti), was notified of a complaint by the patient, who indicated that a sterling wedge graft was implanted in her foot by dr. (B)(6). Recently, the wedge was "coming out of her foot" and had to be removed. Rti has attempted several times to contact dr. (B)(6) to obtain additional information. To date, rti has not received any additional information.